Event description:
It was reported that during a follow-up, no pacing was observed. High threshold and low r-waves were also observed. An attempt to reposition the lead was unsuccessful; hence, another lead was implanted with no consequences to the patient.

Event description:
.

Manufacturer narrative:
Na